Event description:
Equashield 5 ml syringe used to withdraw 5 ml of ns to reconstitute gemcitabine 200 mg vial. When adding the 5 ml of ns into the vial the syringe started to leak ns in barrel of syringe. Gemzar wasted because unknown amount of ns still located within barrel of syringe.